Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 34 mg/dl. Reportedly the customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids; however, the customer was unsure what fluids they were given. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Technical support educated the customer to not be connected to the pump during the fill tubing process.